Manufacturer narrative:
(B)(4). The mfg documentation for the returned device was reviewed and the device met all quality and mfg release criteria. To date, no other complains have been reported for this failure mode within this lot. The device was returned to the MFR in damaged condition. The hypotube was kinked at multiple locations; the distal part of the pressure sensor was missing; the distal tip appeared to be shaped. It was further reported that the sensor was protected in wire insertion tool while the tip was being shaped. Functional test was performed and the wire was not recognized. The "attach wire to connector" message was displayed indicating a single failure which is likely due to the missing distal part of the pressure sensor. The pressure sensor is fabricated from (B)(4) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. The shaping of the tip could have contributed towards the weakened sensor strength. Since it was reported that the device was discarded then retrieved from the trash, it was unk whether the distal part of the pressure sensor have been: damaged prior to use in the pt or; damaged then lost when placed in the waste container. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.

Event description:
It was reported that the pressure guidewire was advanced through stent in lad into ostial/proximal diagonal lesion with an approximately 60% stenosis. Slight resistance was noticed when advancing the wire through lad stent strut into the diagonal branch. Ffr was successfully measured, but loss of pressure signal was observed when the wire was pulled back through the lad stent. There was no report of pt injury and it was reported that the pt was released from the hospital according to the original treatment plan. It was further reported that the user facility discarded the pressure guidewire however, the device was removed from the waste container, cleaned with a gauze sponge and returned to the manufacturer for evaluation. The device was received by the MFR and during the evaluation it was observed that the distal part of the pressure sensor was missing.